Manufacturer narrative:
(B)(4). Concomitant medical products: pt-104062, regen/rnglc+ solid 62mm sz 25, 038830, 650-1130bmrsa, prmrs nck stem ti bm sz 30 rsa, 2459536, 650-0888, 36mm 12/14 tpr fem hd std nk, 3011115. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. The device history records for part pt-104062 lot 038830 were reviewed for deviations and/or anomalies which found 1 piece scrapped at op. 100 ice tumbling. Review of the device history record for part ep-105915 lot 428790 identified no deviations or anomalies. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01270. Product location unknown.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on the right hip. Subsequently, six months post op it was reported that the patient experienced mild to moderate pain and a slight limp that required frequent use of a cane and some problems with performing usual activities. During the one year post op visit, the patient reported moderate to severe pain and had moderate difficulties in performing usual activities, extremely difficulty putting on socks, and pain that greatly interfered with usual work. Attempts have been made and additional information on the reported event is unavailable.